Event description:
The pt reported he is no longer receiving stimulation. The scs charger and programmer will not communicate with the scs ipg. At this time there is no further info.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.